Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patients ipg incision site became open and infected. It was believed that the infection was related to poor hygiene. The patient underwent an ipg explant procedure and was placed on antibiotics.